Event description:
It was reported that a patient experienced a loss of therapeutic effect. The patient's left hip had been 'bothering' her which began 'about a week ago.' The stimulator was implanted to help with left hip pain. It was stated that there were 'a couple of falls that happened about a month ago.' The patient tried adjusting stimulation on her own, but 'it was not helping as much as it used to.' It was also noted that the patient had issues with her right him due to tendonitis. The patient had an appointment with her doctor on (B)(6) 2013. Further information has been requested. If more information is received a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012. Product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).